Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010 patient reported she has had higher than normal blood glucose readings up around 500 mg/dl. Patient stated her normal range should be under 200 mg/dl. Patient reported she treats her elevated readings with insulin injections to bring the blood glucose down. Patient stated her readings have continued to be elevated since (B) (6) 2009. She stated she thinks it is all due to stress. Patient reported she is stressed out about work, finances, what's going on in the world, and life. She stated she has passed this on to her doctor. Patient reported she can't wear the infusion headsets anywhere on her body except her stomach because she wears pantyhose and tight shirts and it will occlude. Patient reported she has not been having issues recently with occlusions but it has happened before. Patient stated the infusion adapter is not changed very often. Advised it needs to be changed every 10th cartridge change. Patient reported the insulin is cold when she puts it in the cartridges because she doesn't have time to wait on the insulin to warm to room temperature. Patient stated when she primes the infusion device, the insulin drips from the infusion tubing alright. Patient reported her stress is probably the reason her blood glucose is always so high. The patient did not require medical assistance from a healthcare provider or second party to address the issue. No product return was requested.